Event description:
The pump reportedly "de-programmed itself twice and completed early once by 6 hours" during the course of a 7 day treatment. The pump had been set to infuse 5fu at 2ml/hr. The patient could not clarify "de-programmed itself" other than to state the screen went blank and the pump had to be re-programmed. The patient called an on-call pharmacist who did not troubleshoot the pump at the time, he just replaced it with a new pump. There were no adverse effects to the patient. No additional information was available.

Manufacturer narrative:
A review of the pump's history log indicated on 1/21/97 at 10:38 a.m. The pump was programmed for 2ml/h and a container of 370 ml. The pump ran for 100 hrs and 28 minutes when an error 100 occurred followed by a power loss alarm. The history and program were then cleared. A new protocol was programmed for 2ml/h and a container of 130 ml. The pump ran until an empty alarm occurred. The total infusion time of both programs totaled 165 hrs and 25 minutes. An infusion test ran within specifications and without any alarms. The accuracy percent of error was -1.51%.